Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the ventricular sense channel were observed via vt episodes. Lead to be monitored.